Event description:
The product was not returned for evaluation. According to the complainant, this was a revision surgery to remove a peak construct. Seven screws were removed without incident but the eighth screw stripped. When attempted to remove the screw will forceps, the screw snapped. Coring was then done to remove the screw. Surgery time was extended due to this event. The peak construct had been implanted for 1.5 years. Once bone fusion has occurred, greater forces are placed on the screws which combination of the force used to remove the screw, most likely caused the screw to break. The exact cause of the event is unknown because the product was not returned for evaluaiton. The screw most likely stripped and then broke due to excessive forces placed on the screw during removal.